Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The rep reported that the patient has not had optimized therapy for over a year. The rep also reported that the patient had encountered an out of regulation (oor) error today. The rep reported that the patient's ins was also at the elective replacement indicator (eri) after only a year of having the ins implanted. The rep reported that the electrode impedances were run at 3v and none were out of range; however, when the rep had run them previously at 3v, there were contacts which were slightly elevated. (2500 ohms). The rep reported that the patient is normally programmed at 3.5v, 130hz, 60 usec, c+5-. The rep called back later today to report that c-1 impedance was 330 ohms and that c-1 was used in therapy. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a healthcare provider via a manufacturing representative and the patient. It was reported that the ins was replaced with a rechargeable device. The patient reported that they ran some tests and didn¿t find anything. The manufacturing representative reported that after the replacement the impedance only increase to 377ohms, but the healthcare provider did not want to open the extension/lead site for further troubleshooting. Patient weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.